Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Alarms resolved after patient was temporarily disconnected and the blood circuit recirculated. Blood in the saline bag was discarded prior to reconnecting the patient and restarting the treatment resulting in an estimated 190cc blood loss. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the circuit. The cycler alarmed appropriately. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air introduced at the time of patient connection. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.